Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right atrial (ra) lead was exhibiting loss of capture. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.